Event description:
It was reported to gyrus acmi that during a surgical procedure while the surgeon was using the plasmaspatula electrode, it let out sparks and shorted out. No injury to the patient or surgeon.

Manufacturer narrative:
The spatula was returned in a severely damaged condition. The working end, or distal tip, blade of the device was bent, there is evidence of the device shorting, the tip of the active electrode is blackened or charred, eroded away which indicates that the device blade came in contact with another instrument during activation. The ceramic insulators between the active and return electrodes are cracked, fractured, cannot account for all the pieces, the evidence of shorting is also observed due to the silicone insulation being melted along the proximal end of the tip or blade near the shaft. The device cannot be tested on the generator due to the condition it was received in. We are classifying this failure mode as misuse since the deformation of the blade is such that the ceramic insulators are fractured which may have lead to the sparking or shorting observed by the customer.